Manufacturer narrative:
Follow-up #1 date of submission 09/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed an unexplained reboot on 08/04/2015. A visual inspection of the pump showed that the battery compartment crack. Evidence of moisture corrosion was visible in the battery compartment. No evidence of damage was observed on the returned battery cap. The pump was able to power on with the battery cap. The pump was exercised for 24 hours with no power issues or alarms. The pump failed a leak test due to the battery compartment crack. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.